Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specifications. No battery alarms noted. Unit passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, unit alarmed and settings loss after battery change due to faulty board. No alarms or low reservoir alarms noted. Unit received with cracked case at reservoir tube window corners. Unit received with minor scratches on lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 134 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.